Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the catheter was inserted via radial artery. The catheter's value on the monitor deviates much from the value obtained from measurements by cuff and is therefore, not reliable. The risk proposes a medical therapy that is not suitable for the patient. Additional information was received to clarify that the hospital performed a normal resuscitation. The arterial line reading was 88/38 and the manual reading was 115/60. It was confirmed that two catheters were used and both failed. There were no patient complications or delay in therapy reported. No intervention was required. Reference MDR #3006425876-2011-00003 for the second event involving the same patient.